Event description:
The surgeon implant an aq5010v silicon three pieces lens but the haptic bent in the cartridge while being inserted. The facility stated it was unknown if there was any patient injury. The facility was unable to provide the model and lot numbers of the injector and cartridge used.